Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device removed due to recurring incontinence. A new aus device consisting of a 4.0cm cuff, 61cm prb and control pump was implanted at the surgery. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device evaluation and coding provided in event description and evaluation result and conclusion codes.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device removed due to recurring incontinence. A new aus device consisting of a 4.0cm cuff, 61cm prb and control pump was implanted at the surgery. Analysis results: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.